Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the left l2 and l5 screws were medial. Left l2 breached the medial cortex, and left l5 was not as medial as left l2. Hardware (using unid rods) had previously been placed in l3 and l4 with a cage in between and was unaffected by alleged deviation. Cages were placed between l2-l3 and l4-l5 and all screws were placed with powerease, the left l2 and l5 were revised free-hand utilizing fluoro. The case was open and the surgeon stood on patient's left for the duration of the procedure. The workflow was as follows: left l2, left l5, right l5, right l2. The manufacturer reported the suspected probable cause was soft tissue, however, the surgeon did not report suspected probable cause. There was no impact to patient's outcome and surgical delay was reported as 30-minutes. Additional information received by a manufacturer representative indicated that the deviation was between 3.5 and 10 millimeters (mm).

Manufacturer narrative:
H3, h6) the system was serviced in the field and no faults were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this system servicing. H3, h6) an export file and logs were returned to the manufacturer for analysis and analysis confirmed the reported event. The investigating team reviewed all available information and concluded that the most probable cause of the reported deviations was caused by medial skiving of the tools resulting from soft-tissue pressure applied on the tools during instrumentation. Codes b01, c13, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.